Event description:
A customer reported that a sedated pt grabbed the ref monitor of the advantx afm system, attempting to pull himself up. A nurse tried to stop the pt, but was unable to reach him in time. The fixing nut of this monitor came loose from the pt's weight and fell on the right side of his face, breaking the pt's cheekbone (as revealed by a CT scan) and causing minor scratches to the nurse's hand.

Manufacturer narrative:
Ge healthcare investigated the reported issue, and determined the root cause to be incorrect servicing of the equipment by the hosp. Each monitor is fixed on a separate monitor yoke, and each monitor yoke is assembled with a screw, washer and a nut on the suspension cross bar arm. Field engineer (fe) confirmed that on this monitor assembly, no washer was present. The nut was completely unscrewed, and under the weight of the pt, the nut came off and caused the entire monitor and its yoke to come off of the suspension arm. The fe confirmed that the second monitor assembly was correctly installed with a washer and nut. Further investigation into the issue revealed that the hosp had sent the monitor assembly to a third party for repair between six and twelve months prior to the event. The customer did not re-install the monitor correctly on the suspension arm. No request was made to ge service to assist with re-installation of the monitor. The monitor is now properly installed at the customer site. The fe has changed the screws, washers and nuts on both monitors and has inspected the entire monitor suspension per service documentation requirements.